Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up arrow button was intermittently unresponsive and the button cover over the up, down, and ok button was missing. There was no recent trauma to pump and no exposure to moisture reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.